Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3, g6, h2, h3, h4, h6 visual review of the returned liner confirms item and lot etch. Liner shows inner spherical surface is broken. Deformation, gouges, nicks, and scratches from attempted use. Damage is noted to all areas of the liner. A review of the device history records identified no deviations or anomalies during manufacturing. A review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source: japan. Concomitant medical products: cat #: 00875705401/54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners/lot #: 64904429. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner did not assemble correctly with the shell. A new liner was used and it fit into the shell correctly. There were no consequences or impact to the patient. Attempts have been made and no further information is available.